Manufacturer narrative:
Unit alarmed motor error during rewind due to corroded the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm or possible over/under delivery anomaly due to motor error alarms.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 547 mg/dl at the time of the incident. Blood glucose value level at the time of the call was 300 mg/dl. The customer treated high blood glucose with bolus. Customer alleged possible under delivery of insulin. The customer was using the insulin pump within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.